Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump emitted a "no cartridge detected" alarm. Reportedly, the pump pushed insulin out of the cartridge during the load step. It was noted that the pump sounded like it was stopping intermittently during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a review of the pump¿s black box history showed no evidence of a load step malfunction was recorded. During testing, the pump was able to perform the load and prime steps with no alarms occurring. The force sensor calibration reading was within the required specifications. The pump case was removed and a cracked solder was found at the force sensor pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.